Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. Customer reported that they were unable to clear the alarm. Customer was able to rewind the insulin pump. Customer did the steps of troubleshooting. Customer reported that the error occurred twice in a day within four hours of interval. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.